Event description:
A customer reported that one discordant insulin result and one discordant troponin result was generated by the advia centaur system. The samples were retested and amended reports were issued. There were no reports of adverse health consequences or known patient intervention due to the discordant results.

Manufacturer narrative:
The customer opened the system cover and secured a loose acid probe. The customer ran the system daily cleaning procedure followed by quality controls. The customer then calibrated the insulin and troponin assays and ran a precision test. The resulting quality controls were then within specification. The instrument is performing within specifications. No further evaluation of the device is required.